Event description:
Surgeon was trying to deploy clip from clip applier, clip that was deployed did not close completely; next attempt, no clip came out of device. New clip applier opened and used without incident.